Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl-1570stk is available in the USA with a 510k number k162151. Evaluation summary it was caused due to the pcb failure. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The processor appeared blackout and there was no image.